Event description:
A depuy mitek sales rep is reporting that after surgery he was notified the distal tip of intrafix driver broke off and fell into the joint space. The case was complete, however, the broken piece of driver remains in patient. The sale rep also reported the institution mentioned the ratchet handle was difficult to tighten down.

Manufacturer narrative:
Depuy mitek to date has yet to receive the complaint devices for evaluation. In the past these types of event have been a result of a high degree of torque applied to the hex driver. At this time we can not identify any other factors other than excessive that would have resulted in such a failure. It is possible, however, that patient injury could potentially occur, because of the broken piece. It is because of this potential an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek if will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.